Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink microsensor ((B)(4)) was implanted; the cerelink monitor was reading correct icp pressure until about one hour and a half later when the monitor began reading negative icp numbers and then gave an error ¿sensor or extension cable failure¿ . Nurses troubleshoot the monitor, unplugged monitor and sensor several times. The sensor was reconnected and the cerelink monitor gave a ¿system fault detected¿ error. Three different monitors and cables were attempted with no correction. Patient was stabilized and neurosurgeons decided to discontinue icp and removed it. No patient injury noted.

Manufacturer narrative:
The cerelink icp probe (826851) was returned for evaluation. Failure analysis: based on the supplier analysis and investigation, the issue of the complaint was not confirmed. Catheter material stretched 39.5cm from connector. Cerelink monitor reading was acceptable; icp express passed with reading 522. The device passed electronic, noise, linearity/hysteresis, and signal drift tests. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the issue reported by customer could probably be due to mishandling of the catheter (stretched) when patient was placed on transport (but unable to confirm).